Event description:
It was reported to boston scientific corporation on july 18, 2007, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2007. According to the complainant, during the procedure, the prolieve microwave catheter appeared to be leaking. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine, no injury".

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacturer date and expiration date cannot be determined. However, the lot number provided by the complainant, 614151 represents the prolieve catheter; a part of the kit. The device has not been received for evaluation, therefore a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed. If there is any further relevant information, a supplemental medwatch will be filed.